Manufacturer narrative:
Results: the neuron max was kinked approximately 3.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink near the hub. If the device is forcefully mishandled during advancement into a parent device, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician reported that the neuron max kinked at the hub upon insertion into the diagnostic sheath. The neuron max was therefore removed and was no longer used in the procedure. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.